Manufacturer narrative:
There was not enough sample remaining for further investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft3 iii ver. 2 assay (ft3 v2) on two cobas 8000 e 801 module analyzers. The sample also had discrepant results for elecsys ft3 iii (ft3) when tested on the second e 801 analyzer. No incorrect results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch patient identifier (B)(6) for information related to the ft3 v2 assay. The sample was initially tested with ft3 v2 at the customer site on their e 801 analyzer on (B)(6) 2022. The sample was provided for investigation, where it was tested with ft3 and ft3 v2 on a second e 801 analyzer on (B)(6) 2022. The sample was then repeated on an abbott architect analyzer on (B)(6) 2022. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 583301, with an expiration date of 28-feb-2023, was used on this analyzer.